Event description:
Information was received from a healthcare provider (hcp) who reported the saw the patient today and found a short circuit on electrodes 0 & 3 of 53 ohms at .7v, but when increased to the default amplitude the message just stated ¿low.¿ the patient wasn¿t programmed with 0-3 and therapy wasn¿t affected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.